Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to recognize all cubies in drawer 2.2 and simply became unresponsive. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was not recognized and unable to be recovered. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 in pyxis was not recognized and was unable to be recovered. A technical support specialist (tss) reached out to the field service engineer (fse) assigned to work order to confirm if issue was still not resolved because it's been a month and work order was still left open and no further investigation required, and the case was closed.